Event description:
Dealer state that the (B)(4) concentrator is displaying 1 red and 2 green indicator lights, having high pressure and no switching. The hour meter is not working, and the compressor is very loud. No patient use.